Event description:
Implant date: 2004. About three and half weeks later rod was discovered to be detached. During revision surgery two days later, doctor replaced the implant with a new one. Pt is reported to be doing fine.